Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 566 mg/dl. Troubleshooting was performed. The customer stated that she had a sinus infection. The customer stated that she was prescribed steroids, and stopped taking the medication. No further info was provided.